Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Event description:
The event involved a primary plum set, 0.2 micron filter, pre-pierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The set's 0.2um filter reportedly leaked during infusion. Vincristine was involved in the event. There were no obvious defects noted on the product. Therapy was resumed after replacing the product. The products were stored in the air-conditioned room in the hospital. There was no patient harm/adverse event reported.